Event description:
Information received by medtronic indicated that the insulin pump was exposed to water. The customer stated that the screen show up with medtronic logo name and slowly fades until tuned off. Customer reported crack on the backside of the battery compartment running own the bottom. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump was received with a blank flashing medtronic logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat due to blank flashing medtronic logo. The pump was cut opened. Using a test pcab1 and the original pbca2 the pump still had blank flashing medtronic logo. Blank flashing medtronic logo, problem isolated to electrical board a 2. During visual inspection, the electrical board a 1, electrical board a 2, force sensor, motor flex cable, and keypad flex cable were corroded. The pump was received with customer applying adhesive to the belt clip rails, cracked battery tube threads, and cracked case at the battery tube side. The test belt clip does lock in place and can be removed with no anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, peeling/scratched serial number label, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. Unable to perform the history download and carelink upload blank flashing medtronic logo. Unable to generate the power management graph and verify battery related alarms due to blank flashing medtronic logo. Cosmetic damage was confirmed at the back of the pump. Blank flashing medtronic logo and download anomaly were confirmed. Moisture damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.